Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and a barbed suture was used. During the procedure, when passing the barbed wire through the trocar, the wire was released from the needle, falling into the abdominal cavity. When checking the wire it was detected that it was practically loose from the needle. The procedure was completed successfully. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle piece removed from the patient during the same procedure? Were x-rays taken to locate the needle? Was any other tissue damaged as a result of searching the needle? What measures were taken to retrieved the broken piece? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). H6 investigation findings: c22 - photo review. H3 investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows apparently detached needle. A clear analysis of the end point of failure or the needle hole could not be performed due to the position of the needle and the photo became distorted when magnified. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.